Manufacturer narrative:
There is no information available regarding lab testing to confirm presence or type of infection. Symptoms are reported to be at the incision site, not at the location of the implanted components. Infection is a known inherent risk of invasive procedures.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain and reported getting great relief from the system. On (B)(6) 2025 a nalu representative discovered that this nalu system had been explanted on (B)(6) 2025 due to suspected infection. Per the physician, "around the six week mark" post implant, the patient reached out to the clinic to report swelling and discharge at the incision site and the decision was made to explant. The physician was unable to provide any further details around the event, however there was speculation that the patient may have been "picking" at the incision site.